Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer cleaned a sipper probe, cleaned the ise vacuum, and changed the ise sample probe. After the intervention, the system performs well. Controls recovered within range. No further issues were reported after the intervention. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the na electrode on a cobas pro ise analytical unit. The first sample initially resulted in a na value of 151.4 mmol/l and repeated as 152.9 mmol/l. The sample was repeated on a second analyzer, resulting in a na value of 141.2 mmol/l. The second sample initially resulted in a na value of 151.6 mmol/l. The sample was repeated on a second analyzer, resulting in a na value of 141.2 mmol/l. The second sample initially resulted in a na value of 151.9 mmol/l. The sample was repeated on a second analyzer, resulting in a na value of 138.8 mmol/l.